Event description:
It was reported that the patient experienced a cylinder aneurysm with an ambicor penile prosthesis (app). A revision surgery was performed in which the existing app was removed, and a new inflatable penile prosthesis (ipp) was implanted. There were no patient complications.